Event description:
It was reported that customer experienced issues with pump touchscreen and described touchscreen as scratched. There was no reported impact to the customer¿s blood glucose level because information about blood glucose was unknown. No additional actions were reported and no further information was obtained because technical support was unable to reach customer for follow-up.